Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the system was in a constant "door open" mode. The covers for the imaging system were removed and the issue was resolved without any additional intervention. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the gantry door of the imaging system would be closed but the pendant displayed the door was open. There was no patient present when this issue was identified. No additional information was provided.